Manufacturer narrative:
(B)(4) was updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated they were with the patient and they had read the pump logs. The pump was re-interrogated and they saw that the pump motor stall had recovered this morning, (B)(6)2018. The initial motor stall had occurred on (B)(6)2018. The reporter ruled out MRI, emi, and magnets as being the cause of the motor stall and it was reviewed since the cause of the motor stall was unknown, it could not be determined whether the stall would occur again in the future or not. The reporter would review considerations with the healthcare provider (hcp). The patient¿s current dose was 0.721 ng/day. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the motor stall and increased pain had resolved with the new pump implant. The patient's weight was provided.

Manufacturer narrative:
Analysis of the pump found pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 15 mg/ml at 4.295 mg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. A motor stall was seen at initial interrogation and the patient did not recently have a MRI. The pump status and/or event log reported a motor stall occurred and the patient reported the code ¿8476¿ was seen last night on the personal therapy manager (ptm). It was noted the logs were not read, so it was unknown if there were multiple or previous stalls. It was noted the patient did not report an alarm. The patient had an increase in pain and the change in therapy/symptoms was sudden. The event date was (B)(6) 2018. No further complications were reported/anticipated or expected.